Event description:
It was reported that the device was explanted after an implant duration of approximately 9.3 months. Through the operative report, it was learned that the device was explanted due to aortic stenosis and insufficiency. It is also noted in the operative report that the patient had endocarditis.

Event description:
Harmonic handpiece overheating. Replaced handpiece. No further incidence of device overheating.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), we received the operative reports for this patient. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.